Event description:
Additional info from the hcp reports the pt was diagnosed with "aspiration pneumonitis secondary to overdose of barbituates and methadone unrelated to her intrathecal therapy." The pump was refilled with fentanyl and bupivicaine. A psychiatric eval was recommended for the pt. The pt outcome was reported as continued to have some sensorium changes with an optimistic outcome but may require anti-seizure medication on either a short or long-term basis.

Event description:
The hcp reported that in 2005, a bridge bolus was programmed because of a drug change from fentanyl 100mcg/day to dilaudid 20mg/ml at 5mg/day. The pt called the clinic the next day with increased pain and nausea. The hcp reported the pt had supplemental oral medication, but had taken no extra doses. By later that evening, the pt was in the emergency room apnic, semi-conscious, with cyanotic episodes. The pt was intubated, was sedated and stable. A follow up report will be sent when additional information is received.